Manufacturer narrative:
The investigation determined that lower than expected vitros tsh results were obtained from vitros ttc control fluids using a vitros tsh reagent on a vitros 5600 system. The assignable cause of the event is most likely a suboptimal calibration event. Based on historical quality control results, there was no indication the vitros tsh reagent malfunctioned. Although a vitros 5600 malfunction is unlikely, it cannot be completely ruled out as requested precision testing to verify the performance was not completed. In addition, pre-analytical sample processing could not be ruled out as a contributing factor.

Event description:
A customer obtained lower than expected vitros tsh results from vitros total thyroid control ttc control lot 0680 using a vitros tsh reagent on a vitros 5600 system. Vitros ttc l1 result of 0.016 miu/l vs. The expected result of 0.061 miu/l. Vitros ttc l2 result of 0.94 miu/l vs. The expected result of 2.56 miu/l. Vitros ttc l3 result of 13.9 miu/l vs. The expected result of 23.9 miu/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected vitros tsh results were generated from control fluid and no patient samples were processed, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no allegation of actual patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).